Event description:
Patient was given general anesthesia, intubated, and positioned for hysteroscopy. After prepping and draping, the hysteroscope and bard hystero flow pump were assembled and inserted into cervix as per bard protocol. Physicians own olympus hysteroscope was severely bradycardic. Hysteroscope removed, general surgeon called, peritoneal tap done, CPR instituted, open cardiac massage attempted. Patient expireddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device recalled by manufacturer/distributor, other. Invalid data - on device destroyed/disposed of status.